Event description:
It was reported that a 39-year-old female patient who underwent a breast augmentation primary with a mentor smooth round moderate plus profile, 400cc saline implant experienced right-sided deflation postoperative. The issue was diagnosed through in office examination. As a result, patient underwent removal on (B)(6), 2023.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on august 21, 2023, patient underwent capsulotomy and unilateral replacement with cat: 3502400, sn: (B)(6), on (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on february 07, 2024. The product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm mpps dv 400cc breast implant. Leak testing was performed, in accordance with mentor procedures, and it identified leakage from the valve. A microscopic examination was performed, and excess material was found inside the valve. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through the mentor¿s quality system. In addition, a non-conformance was opened to address this product issue. According to the manufacturing investigation, with consideration to the complaint device, manufacturing process and accompanying records; the valve failure could not be confirmed to have been caused by manufacturing error. However, assessment of the valve has identified excess material originating from our manufacturing process, but the failure was unable to conclude the excess material as cause to the valve failure. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).